Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (B)(4) for investigation. The breathing circuit was visually inspected and pressure tested to check for performance. Results: visual inspection revealed that the swivel wye was cracked along the weld line. The pressure test revealed that the circuit was out of specification. A lot check was not performed as lot information was not provided. Conclusion: we are unable to determine what may have caused the crack in the swivel wye of the breathing circuit. It is likely that the broken swivel wye had been subjected to substantial physical force causing it to break. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The customer noted that the affected breathing circuit was used for three days, which suggests that the affected circuit became damaged after it was released for distribution. Our user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the swivel wye of an rt266 infant dual-heated evaqua2 breathing circuit was found cracked after three days of use. No patient consequence was reported.